Event description:
The third party biomed reported that the plate came off from the adult hard paddles attachment. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the caller technical assistance and assembly part number information. Follow up with the reporter found that the biomed placed an order to purchase the hard paddles adapter attachment. The customer uses the hard paddles as a back up to the hands free therapy cable. As such, the device has already been returned to service for use.